Event description:
It was reported that at implant the implantable pulse generator (ipg) device had lower than expected battery voltage. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.